Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. For each patient event, please provide the following: what was the date of the procedure? What is the product code/ lot number of the monoderm suture? Can you advise the manufacturer of monoderm suture? What layer of tissue was the monoderm suture used on? Was the monoderm suture used on both breasts of each patient? Did each patient develop infection on both breasts? Which post -operative day did the patient present with symptoms? What were the patient symptoms? What is the surgeon opinion as to relationship of the monoderm suture contributing to the symptoms? What are the patient age, weight, past medical and surgical history? Were cultures taken of the infection site? What were the results of the cultures? What treatment was performed for the patient infection? Do you have any suture samples for evaluation? What is the current condition of the patient?

Event description:
It was reported that a patient underwent a breast operation on an unknown date and suture was used. The patient developed an infection around the nipple area. Additional information was requested.

Manufacturer narrative:
Additional information was requested and the following was obtained: for each patient event, please provide the following: what was the date of the procedure? It occurred several times but I do not know the specific dates. What is the product code/ lot number of the monoderm suture? N/a. Can you advise the manufacturer of monoderm suture? N/a. What layer of tissue was the monoderm suture used on? N/a. Was the monoderm suture used on both breasts of each patient? N/a. Did each patient develop infection on both breasts? N/a. Which post -operative day did the patient present with symptoms? N/a. What were the patient symptoms? N/a. What is the surgeon opinion as to relationship of the monoderm suture contributing to the symptoms? N/a. What are the patient age, weight, past medical and surgical history? ¿ n/a. Were cultures taken of the infection site? N/a. What were the results of the cultures? N/a. What treatment was performed for the patient infection? N/a. Do you have any suture samples for evaluation? No. What is the current condition of the patient? N/a.